Manufacturer narrative:
No medwatch form was received.

Event description:
An asymptomatic patient presented in clinic with several episodes presenting noise on the ventricular lead. The patient had received inappropriate high voltage therapy. Noise on the egms was indicative of lead fracture. It was noted that the episodes occurred while the patient was fishing. The lead remains implanted.